Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons and failed to power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by cfr 803.56.